Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, when the device was about to be fired, the surgeon wasn't able to squeeze the handle but he did press the green button. They replaced the reload and the procedure was completed. No patient injury.